Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window. Cracked battery tube threads noted during visual inspection.

Event description:
Customer reported that the paramedics were called twice and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading for the first episode was 11 mg/dl. The blood glucose reading for the second episode was 17 mg/dl. Customer stated that has had problems with the insulin pump delivering too much insulin. Nothing further was reported.